Event description:
Edwards received notification from a field clinical specialist that a patient underwent left transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, when placing the first 14fr esheath+, there was difficulty advancing the esheath+ past the calcium present in the left iliac artery. The shelf of iliac calcium caused damage to the transition point between the dilator and esheath+. Additionally, damage was noted on the distal tip of the 1st esheath+ due to calcium in the iliac artery. A new sheath was asked for, and the second sheath was placed without issue after dilation with the 16f dilator. At the end of the case, the delivery system balloon did not come back into the second 14fr esheath+ smoothly. There was no retained volume in the balloon. This caused the tip of the esheath+ to tear. When the 2nd esheath+ was removed from the lfa it caused a tear in the artery. A covered stent was then placed to control bleeding of the lfa. The devices were discarded. The patient's final outcome was noted as stable condition.

Manufacturer narrative:
D4: UDI (B)(4). The investigation is ongoing. A supplemental report will be completed upon completion.